Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment of chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. After one debranch bypass surgery (left subclavian artery - left common carotid artery bypass) was performed, the device was deployed just below the left common carotid artery for the primary deployment. During the secondary deployment, the physician realized abnormality of the magnification rate of the fluoroscopy monitor, and upon re-confirming with angiography, it was found that the marked position of the branch vessel was not aligned with the actual. While readjusting to the actual position, the physician attempted to full deployment of the remaining stent graft, but the left common carotid artery was unintentionally covered by the device. As a treatment, a chimney stent graft was implanted in the left common carotid artery. It was confirmed that no problem in the blood flow into the left common carotid artery. The patient tolerated the procedure. The physician mentioned that the magnification of the fluoroscopic image had somehow changed during the procedure. The timing was unknown, and he was not aware of this change and began the deployment.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.